Event description:
Discordant low hemoglobin results were obtained on the advia 120 for two patients. The results were reported to the physician(s) the samples were repeated for confirmation on the same system and corrected reports were sent out. There is no known report of adverse health consequences due to the discordant hemoglobin results.

Manufacturer narrative:
The customer contacted the technical service center and was directed to flush the hgb reagent lines, which resolved the issue. In addition, a siemens fse (field service engineer) evaluated the advia 120 instrument and instrument data. Upon evaluating the instrument, the fse adjusted the laser and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.